Event description:
It was reported that the black bumpers are both cracked from repeated impactions.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the bumpers of the impactor are cracked. The device shows significant signs of wear/usage. The device was manufactured in 2011. The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. These issues have been communicated to our internal CAPA team for their awareness and consideration as well as the supplier quality team. Corrective actions were implemented by the supplier in (B)(6) of 2013 to prevent recurrence of this failure mode. The device in this complaint were manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.